Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Visual examination of the provided photographs and x-ray images confirmed the reported event. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: product code 523191, work order 7845768 was manufactured on 12-feb-2014. (B)(4) parts were manufactured per specification and all raw materials met specification. Scrap: there was no scrap associated with this lot. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Non-conformance: 1 nonconformance is associated with this lot: nr-0003125 was opened in relation to 0-12" height gauge ci058 that was found to be out of specification on scheduled calibration. The root cause for the gauge can be wear or damaged to the gauge. There is no correlation between this non-conformance and the failure mode of the complaint. Certificate of conformance review for (B)(4), product code 523191, work order 7845768 met specification.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the srom stem broken as seen in preop xray.